Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of stent kinked, inside the patient. Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during insertion, resistance was felt at the front end of the stent, and folds were observed at the back end of the stent. The pigtail at the bladder end of the ureteral stent was fractured. The procedure was completed with another of the same stent and the patient condition following the procedure was stable.

Event description:
It was reported that during insertion, resistance was felt at the front end of the stent, and folds were observed at the back end of the stent. The pigtail at the bladder end of the ureteral stent was fractured. The procedure was completed with another of the same stent and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. The percuflex ureteral stent was returned for analysis, additionally, the pouch returned, however the suture and the positioner were not returned. During the visual and magnification inspection, it was found that the stent bladder coil with a torn from the drainage hole to suture hole, and the tip of the stent coil bladder was buckle. No kinks were observed. The reported event of stent kink will not be confirmed and was selected as no problem detected because, after visual and, magnification inspections in the complaint device, it was not possible to identify any evidence of kinks on the device. However, the reported event of stent torn material will be confirmed. During the inspection was found the stent bladder coil with a torn from the drainage hole to suture hole, and the tip of the stent coil bladder was buckled. It is possible to conclude that this issue could be caused by operational factors. If the positioner is advanced with excess force over the guidewire the stent can get buckled or accordioned resulting in a difficulty or unable to advance the stent to the target site. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during insertion, resistance was felt at the front end of the stent, and folds were observed at the back end of the stent. The pigtail at the bladder end of the ureteral stent was torn. The procedure was completed with another of the same stent and the patient condition following the procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation results of stent kinked, inside the patient. Imdrf device code a0414 captures the reportable investigation results of stent torn material, inside the patient. Block b5 and h6 has been updated based on additional information was received on january 26, 2025. Block h11: block h6 device code has been corrected.